Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent, pain, abdominal pain, presence of fibrin, and loss of appetite. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was given intraperitoneal (ip) vancomycin (two grams, frequency and duration not reported) and ip ceftazadine (two grams, frequency and duration not reported). The patient was started on nystatin (500,000u by mouth, four times per day, duration not reported). At the time of this report, the patient was recovered from the event and antibiotic therapy was complete. Automated peritoneal dialysis therapy was ongoing. On an unreported date, the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.